Manufacturer narrative:
(B)(4).

Event description:
The customer complained of negative results for 3 samples obtained between (B)(6) 2017 and (b)(6 2017 from 1 patient tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The samples were sent to an external laboratory using an unknown analyzer where they were tested for troponin I and the results were positive. The customer thinks the positive troponin I results are correct and the negative troponin t stat results are incorrect. Incorrect troponin t stat results were reported outside of the laboratory. The initial troponin t stat result from the e411 analyzer was <0.010 ng/ml with a data flag. The sample was sent to an external laboratory where the troponin I result was 0.100 ng/ml. The troponin t stat result from the 2nd sample obtained on (B)(6) 2017 on the e411 analyzer was <0.010 ng/ml with a data flag. The sample was sent to an external laboratory where the troponin I result was 0.090 ng/ml. A 3rd sample was obtained on (B)(6) 2017 and the troponin t stat result from the e411 analyzer was <0.010 ng/ml with a data flag. The sample was sent to an external laboratory where the troponin I result was 0.110 ng/ml. No adverse event related to the device was reported. The patient was not treated based on the troponin t stat results. The patient was referred to a cardiologist based on the troponin I results. It is not known whether the patient actually had an acute myocardial infarction. The e411 analyzer serial number was (B)(4).. The customer also mentioned having quality control (qc) issues with the troponin t stat test. Qc was out of range on (B)(6) 2017; qc was repeated and the results were back within range. On (B)(6) 2017 qc was out of range again. Qc was repeated and the results were still out of range. The customer re-calibrated. The field service engineer (fse) visited the customer site and did not identify any instrument issues. The customer ran liquid flow cleaning 3 times. The customer then calibrated the troponin t stat test and ran qc. The results were acceptable. The fse and the field application specialist (fas) took the 3 patient samples and had another laboratory test them for troponin t stat on an e411 analyzer and a c6000 system and the results for all 3 patient samples were negative.

Manufacturer narrative:
A specific root cause could not be identified for this event. The samples were requested for investigation, however the samples had not been stored properly at the customer site and are not being sent. Since the patient samples are not available, a conclusion about whether the troponin t stat results were correct is not possible. Possible root causes of the event may be that low levels of tnt are present in the samples which are not detected by the troponin t stat assay, or there may be an interfering factor causing the low troponin t stat results. It can also not be excluded that the troponin I results are falsely elevated.